Event description:
Per the clinic, the patient reportedly experienced pain at the Baha Attract magnet site and elected to undergo conversion to an Osia Implant System. Subsequently, the patient underwent revision surgery on (b)(6) 2026, in order to convert the patient to a transcutaneous Osia Implant System. During the procedure, the magnet was removed and an implant was placed on the internal fixture.